Manufacturer narrative:
(B)(4). Investigation summary: one pr15 probe was returned for analysis. The probe tip was missing and the brass cap was still intact. It looked as though there was charring near the tip. The probe tip damage was confirmed by the investigation. The root cause could not be determined. Both physical and thermal damage to the probe was evident. Distal components may have been broken due to excessive mechanical force or thermal breakdown due to excessively high local temperatures at the trocar. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Call home data log was reviewed. Three probes were used in this case, all pr15s with 0 uses:(B)(4) (for channel 1). Multiple, short ablations were performed, signifying a resection case. These ablations were performed anywhere between 80-95w. There were 6 reflective power errors on probe 2 ((B)(4)the reflective power errors ranged from 1w to 12w. There were also 4 reflective power errors on channel 1 ((B)(4), 1 error and (B)(4), 3 errors) ranging from 1w to 3w. These reflective power errors were most likely due to the fact that the probes were out of contact with the tissue.

Event description:
It was reported that 2 pr15's were being used for ptc technique. After multiple activations, it was noted the tips of the probe were starting to get encrusted with char. When dr. Attempted to wipe it off one of the probes with a damp 4x4, the tip detached from the probe. The probe and tip were handed off the field and replaced with a new probe to finish the case. Serial numbers for the two probes used were (B)(4).